Event description:
There was an allegation of questionable results from the cobas 8000 c702 module. Sample 1 initial cholesterol result was 0.11 mmol/l and the repeat result was 5.67 mmol/l. Sample 2 initial albumin result was 0.2 g/l and the repeat result was 40.8 g/l.

Manufacturer narrative:
The reagent lot numbers and expiration dates were requested but were not provided. The field service engineer adjusted the sample probe, replaced and adjusted the reagent probes, and replaced the gear pump head. The investigation determined the service actions resolved the issue.